Event description:
It was reported that the patient suffered left sided vocal cord paralysis during the generator replacement surgery. The vns device was turned off after the surgery. The patient was seen in the clinic a few months after the surgery and it was stated that the vocal cord paralysis had not resolved yet however would be completely fine in the next 6 months. The device was programmed on and diagnostics were performed. No additional relevant information has been received to date.